Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor with the insulin pump, consistent with a cgm not paired event and a pairing failure where the responsible device was not identified; before troubleshooting could proceed, the user began receiving glucose readings and reported no further assistance needed. No adverse clinical symptoms reported. Outcomes included no impact on health, no need for medical intervention, and no hospitalization. User support included remote triage and user education regarding cgm-to-pump connectivity and pairing workflow. Investigation of this case revealed that the issue resolved spontaneously with sensor data resuming, and no device malfunction or component failure could be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device malfunction.